Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that immediately after the implant of the ventricular assist device (vad) there was an increase of power consumption. Revolutions per minute (rpm) was set at 2600 but the watts increased to 14w. The vad was explanted and washed but the power consumption was still high. The surgeon decided to implant a new pump. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the pump in relation to the reported event. The reported event could not be confirmed via log file analysis since log files covering the event date were not available for analysis. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification. Visual examination revealed no abrasions on the upper/lower housing ceramic surfaces or on the superior/inferior surfaces of the impeller. Pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported "increase in power consumption" event can be attributed to external factors such as thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.